Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise oversensing which was reproduced during a follow-up visit in clinic. The lead was capped and replaced on (B)(6)2023. The patient was stable.